Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-05-2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to the error patterns indicate that they were caused by excessive force as a result of impact or a fall, including at the distal end of the telescope. The image appears blurred due to the defective plan glass. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope's lens was damaged by displacement, and the color ring of the eyepiece was loose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.